Manufacturer narrative:
The device was evaluated and the reported event was confirmed.

Event description:
It was reported that during a surgical procedure at the user facility the smoke evacuator would not activate. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the smoke evacuator would not activate. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.